Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the infusion pump said ¿channel error" and stopped infusing during an albumin infusion. The clinician immediately switched out the channel and restarted the infusion. Although requested, further information was not provided.

Manufacturer narrative:
Additional information received from the customer on (B)(6) 2020: additions and corrections to a1, a2, a3, a4, b5, d4, h4, h6 patient code, h10. Patient age at date of birth was 36 weeks gestation (premature). Patient diagnosis: neck mass, premature. The event logs have been received. A follow up report will be submitted once the evaluation is completed. H3 other text : no device received-log review only.

Event description:
It was reported that the infusion pump said ¿channel error" and stopped infusing during an albumin infusion (5% albumin, 1 ml; programmed at 0300 at a rate of 2ml/hr over 30 minutes). The clinician immediately switched out the channel and restarted the infusion. There was no significant delay or patient impact, as the infusion was resumed and completed.

Event description:
It was reported that the infusion pump said ¿channel error" and stopped infusing during an albumin infusion (5% albumin, 1 ml; programmed at 0300 at a rate of 2ml/hr over 30 minutes). The clinician immediately switched out the channel and restarted the infusion. There was no significant delay or patient impact, as the infusion was resumed and completed.

Manufacturer narrative:
Additional information: b7, h6 (device codes). Investigation conclusion: the report of a channel error that stopped the infusion of albumin was identified as due to a channel malfunction for error code 240.4150.0 ¿ failure = sensor broken high failure. The pump module event log shows that the device was in use and infusing at a rate of 2.5ml/hr when a channel malfunction occurred at 3:01 am on (B)(6) 2020. The pump module error log shows the channel malfunction that occurred at 3:01 am on (B)(6) 2020 was for the upper pressure sensor (error code 240.4150.0 ¿ failure = sensor broken high failure). Device inspection: n/a, only the device logs and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the proximate cause of the reported channel error that stopped the infusion of albumin was identified as due to a channel malfunction for error code 240.4150.0 ¿ failure = sensor broken high failure. The root cause of the channel malfunction was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 19sep2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 19dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.